Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had felt "symptomatic". It was noted that the right atrial (ra) lead was not capturing. The ra lead remains in use. No further patient complications have been reported as a result of this event.